Event description:
During an initial implant procedure, noise resulting in oversensing, increased sensing and intermittent capture were observed on the right ventricular (rv) lead. Lead insulation damage was suspected but it was not confirmed. The device was then explanted and replaced to resolve the event. The patient is stable.